Event description:
Report received indicated that during a percutaneous transluminal angioplasty (pta) while attempting to treat the superficial femoral artery (sfa), the needle would not retract back into the device. A sheath was used to safely remove the needle from the pt. There was no adverse consequence to the pt.

Manufacturer narrative:
This product will not be return for evaluation and testing. Add'l info will be within 30 days upon receipt.